Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer found the tubes formed with fibrin clots after spinning down. Also, no plasma was found. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes form fibrin clots after spinning down and no plasma was found."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer found the tubes formed with fibrin clots after spinning down. Also, no plasma was found. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes form fibrin clots after spinning down and no plasma was found."

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and poor plasma were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (fibrin strand(s)/fibrin mass, poor plasma) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control) demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin and poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin and poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.